Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient was diagnosed with infection and started taking doxycycline. Cultures were positive for mssa and the patient was admitted to the hospital on (B)(6) 2019 due to feeling abrupt numbness, tingling, and weakness in their left upper and lower extremities. A CT of the head was performed at a different hospital and showed no acute intracranial abnormality. The patient¿s symptoms resolved in 30 minutes. The patient was admitted to the hospital for observation. An ultrasound was performed to rule out fluid collection. There was no evidence of fluid around the driveline. An exudate bacterial culture was done on (B)(6) 2019 and was positive for proteus. The patient was started on bactrim twice a day and was discharged on (B)(6) 2019. It was reported that the patient¿s infection resolved on (B)(6) 2019. The patient remains ongoing on vad support. The hm3 lvas IFU localized infection, driveline infection, pump pocket or pseudo pocket infection, other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of this document includes a subsection entitled ¿controlling infection¿. Heartmate 3 lvas IFU, rev. A is currently available. The hm3 lvas IFU localized infection, driveline infection, pump pocket or pseudo pocket infection, other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of this document includes a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was diagnosed with an infection and started on doxycycline. The patient was admitted to the hospital on (B)(6) 2019 due to complaints of numbness and weakness in left upper and lower extremities. The culture was positive for mssa (methicillin-sensitive staphylococcus aureus). Ultrasound was preformed to rule out fluid collection. There was no reported evidence of fluid collection around the driveline. A exudate culture was preformed on (B)(6) 2019 and was positive for proteus. The patient was then started on bactrim. No further information was reported.